Event description:
It was reported that this right ventricular (rv) lead was repositioned due to a dislodgement and loss of capture. No additional adverse patient effects were reported. The lead remains implanted.